Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and did not duplicate the alleged malfunction. The ventilator passed self testing.

Manufacturer narrative:
(B)(4)

Event description:
Report received that the ventilator was inoperable. There was no harm to the patient.